Event description:
It was reported that the pump's quick bolus and wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level reported. Technical support instructed the customer on how to press the button effectively, confirmed the pump's screen could be turned on, and decided to replace the pump. The customer confirmed using multiple daily injections (mdi) as a backup therapy and agreed to return the problematic pump to tandem using a pre-paid label within ten days.